Event description:
Boston scientific crm received information that approximately 38 hours post implant, the patient presented to the emergency room unconscious and unresponsive; the patient subsequently passed away. The coronar initially speculated that the patient had an acute myocardial infarction due to calcification in the left anterior descending (lad) artery. The pacemaker was returned to boston scientific with a form from the medical examiner's office that listed the cause of death as natural with possible cardiac tamponade. The sr noted that at the time of the implant procedure, this patient had complete heart block with an escape rate. While placing the right ventricular (rv) lead, the physician utilized the first location and a chest x-ray prior to discharge showed good lead placement. It was also noted that all lead diagnostics were within normal range prior to discharging the patient. Two months later, the medical examiner stated that there was an indication that the patient had a cardiac tamponade due to a perforated cardiac apex as a complication of lead placement. The final cause of death is listed as cardiac tamponade.